Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements, measuring four ohms. Technical services (ts) recommended programming options, a chest x-ray, and defibrillation threshold (dft) testing to evaluate this device system. A chest x-ray was performed, and no anomalies were identified. It was noted that the patient with this device system will continue to be monitored. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).